Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and irritated in a 4in by 4in area on back under the te pad. The patient reported a known allergy to metals. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the rash. Outcome of the rash is unknown.